Event description:
In the process of contacting the pt to inform them that their device may be nearing end of service, it was discovered that the pt had passed away. The cause and day of death are unknown at this time. It is unknown whether the pt's ncp system was explanted. Attempts to obtain add'l info have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.